Event description:
This male had a spinal column stimulator electrode lead system & generator implanted in 2006 for intractable back pain. He did well initially, but in the fall of 2006, he noted increased pain. The unit was reprogrammed so that he had sufficient coverage. This helped for awhile, but later he continued to have problems and it appeared that the left lead was not functioning. The patient did admit to the staff that he had done some restricted activities, including heavy lifting, just before the problems with his unit began. Conservative treatment was attempted, but failed. Therefore, the patient was taken to surgery in 2007 for a revision of his system. The surgeon did find that the left lead was fractured which he replaced. In addition, he repositioned the right lead which had migrated. The patient tolerated the procedure well and was discharged home the same day in good condition. Currently, the patient's pain is well controlled.